Manufacturer narrative:
(B)(4). A review of the device history and service history records was performed and revealed no device failures or malfunctions that could have caused or contributed to the reported chest pain. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. . The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who was hospitalized for chest pain coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient did not receive treatment for the chest pain. The patient later recovered from the pain and was discharged from the hospital. No additional information is available at this time.